Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): microprocessor reset (safety feature). The analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2009, the physician observed a warning message stating that a microprocessor reset (a safety feature) occurred.